Event description:
A 3.5mm diameter x 30mm length endeavor rx drug-eluting coronary stent was deployed in a patient with no issue reported. The target lesion, located in the lad # 6-7 was described as at bifurcation, diffuse, eccentric with 90% stenosis and was pre-dilated. Ivus, performed after the stent deployment, confirmed a good stent dilatation; however, 3 days post implant, the patient developed thrombosis with a sudden chest pain. Thrombus aspiration and poba were performed with pcps (percutaneous cardio pulmonary support) and iabp (intra-aortic balloon pumping) support. Mechanical ventilation was also performed. Medication was also changed as plavix resistance was suspected. However, 2 weeks post index procedure, a second stent thrombosis event was confirmed. Thrombus aspiration was performed then a bare metal stent was deployed. No other clinical sequelae were reported. The physician commented that currently, metal allergy is being considered as the cause of event; however, this cannot be confirmed.

Manufacturer narrative:
(B) (4). Evaluation: results: (stent thrombosis).